Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories and is comprised of the m2000sp and the m2000rt instruments. The m2000sp is an automated instrument for performing sample preparation prior to nucleic acid testing. The abbott field service engineer found a deformed liquid sensor on the m2000sp instrument at a customer site in (B)(6). The engineer replaced the liquid waste sensor according to the instrument service advisory (isa) m2ksp-020. The sensor was deformed due to overtightening of screws. There was no injury reported as a result of this issue.

Manufacturer narrative:
Abbott molecular has taken a field action (fa-cam-oct2011-110) to address this issue. (B)(4).